Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the piston of the preloaded intraocular lens (iol) system was pressed, the lens initially entered correctly, but when about 1/4 to 1/3 of the lens had exited, the piston jammed. Manipulations did not help. The surgeon removed the system from the eye. The jammed lens was removed outside the eye, but there was no possibility of using the preloaded system to perform the implant. Another iol was implanted. No further information was provided.